Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the hemicanula was positioned and the fast fix 360 curved device was passed through it, previously adjusted to 16 mm according to the indications of the specialist. The cannula was removed and the fast fix needle was passed in the inferior side of the lesson, the trigger was deployed to implant t1, the needle was removed and it was observed that the shovel that pushes the discs did not returned to its position. It was tried again to deploy the trigger, but the shovel did not return and the t2 was released from the handle, it was necessary to remove the entire implant. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscus repair procedure, the hemicanula was positioned and the fast fix 360 curved device was passed through it, previously adjusted to 16 mm according to the indications of the specialist. The cannula was removed and the fast fix needle was passed in the inferior side of the lesson, the trigger was deployed to implant t1, the needle was removed and it was observed that the shovel that pushes the discs did not return to its position. It was tried again to deploy the trigger, but the shovel did not return and the t2 was released from the handle, t1 was removed from the patient. Surgery was resumed, after a non-significant surgical delay, with a different surgical technique and a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported events. A visual evaluation of the device showed the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The actuator is in the pre-t2 position. The needle is bent. A functional evaluation of the device shows that the actuator sticks and does not fully cycle due to the bend in the needle, a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.